Event description:
A surgeon reported poor aspiration, continuous occlusion, suspended matter in the eye, and "no ultrasound effect on cataract" during surgery. It is estimated that this occurred during procedures on three pts; however, no pt identifiers were provided. It is unk if the procedures were completed as planned; the impact on the pts is also unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).